Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, far p-wave oversensing was observed. Programming changes were made. Subsequently, the patient presented to the clinic after receiving a vibratory alert. Upon review of egms, suspected myopotential oversensing was noted. Additional programming changes were recommended.

Event description:
New information received notes that the patient presented in clinic with non-sustained rv oversensing. Recommended programming changes will be made at the patients next follow-up.

Event description:
New information notes that a merlin.net transmission showed post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed and remains implanted.